Event description:
Home rn of home patient reports switching two new bags to two already spiked lines of the homechoice set while troubleshooting through an alarm situation during dwell 4/4 of apd treatment. Home rn was instructed to end treatment and start over with new supplies; however, decided to continue with current setup and complete treatment. Unit rn reports they were unaware of incident. No patient injury or medical intervention required as a result per unit rn.